Manufacturer narrative:
The 8f (B)(4) sheath was returned to aga medical and decontaminated. The sheath was examined and the tip was observed to be partially inverted. A test 12mm aso was loaded into a test loader with a test delivery cable, handed-off, advanced, deployed, and recaptured using the returned 8f (B)(4) sheath. The recapture was successful; however, the sheath tip partially inverted once again. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections. Our investigation confirmed the appearance described in the field. We have forwarded this information onto our manufacturing engineering and process development teams for additional review. Aga has also recently reviewed the sheath tip manufacturing process and implemented additional inspections and automated procedures to ensure higher quality sheath tips.

Event description:
According to the initial information received, the 8f amplatzer torque 45 degree delivery system ((B)(4)) was selected to advance the 12mm amplatzer septal occluder (aso) for closure of a secundum-type atrial septal defect. The (B)(4) failed to retract the expanded aso during repositioning. The (B)(4) was exchanged with a 9f amplatzer exchange system and the aso was successfully retracted and implanted. Upon removal of the (B)(4) sheath, the tip was found to be deformed.